Event description:
Physician is questioning the effectiveness of the medication in the kits for this lot number. Two intrathecal injections were done in two separate patients. The placement was flawless, meaning no redirections, fluid was clear and no blood was observed. Both patients had "spotty" blocks necessitating general anesthesia. The kits are not expired and the lot numbers are the same.